Event description:
It was reported that the patient needed the stimulator adjusted. The patient noted it was over a year ago since she noticed she would like stimulation adjusted. She wanted an adjustment to make her shocks go in a different location. It was reported that stimulation was in the wrong location. Therapy was not working as expected. It was later reported that the patient needed the stimulator adjusted because the stimulator had moved up side and hadn¿t been going on for years. The patient did not have any falls or traumas. The implantable neurostimulator (ins) had been dead and wouldn¿t charge for about 3 months prior. The reason for not charging was because the stimulator was causing more problems using it than not using it. An ins overdischarge was suspected. There was a communication problem. The patient tried charging saturday. And the patient had not felt stimulation for probably about 3 months. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).